Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient underwent bone marrow puncture and PICC catheterization under general anesthesia in the hematology and oncology department on (B)(6) 2025. Immediately after the bone marrow puncture, a PICC catheter was inserted into the right subclavian vein. After one successful puncture, a guide wire was inserted, followed by a sheath and a PICC catheter. Subsequent ultrasound localization revealed a misplacement (in the right neck). On (B)(6) during the catheter removal process, it was found that the PICC catheter was difficult to remove and there were visible signs of rupture. Finally, the catheter was removed under surgery.